Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 left ventricular (lv) lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported by remote transmission the patient received several shocks due to atrial fibrillation with rapid ventricular response. The patient was admitted to the hospital for the multiple shocks received. The defibrillator remains in use and programming options were discussed. No patient complications were reported as a result of this event.